Event description:
Reportedly, a facility nurse received a burn of, as yet, unspecified nature during routine defibrillator testing. This was reported to occur while the nurse was holding a device defibrillator standard paddles set.